Manufacturer narrative:
Per tandem's t:flex user guide: "only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during pumping. Reportedly, the customer used u-500 insulin. The customer's blood glucose level ranged from 151 mg/dl to 217 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and the customer had manual injection as alternate insulin therapy.